Event description:
It was reported that the patient presented in clinic experiencing muscle stimulation. Upon device interrogation, the left ventricular lead exhibited high impedance. When attempting to program the lead to other pacing configurations, the lead exhibited loss of capture. A lead fracture was suspected. The lead was programmed off. The patient was fine post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).